Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Prior to passing out the patient had felt a flutter in their stomach and was then lightheaded. The patient was checked by paramedics. The patient's vitals were good and they were in a sinus rhythm at that time. No additional adverse patient effects were reported.